Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that the patient experienced palpitations. The pulse generator exhibited a loss of output. On (B)(6) 2017 the device was successfully explanted and replaced. The patient was in stable condition post surgery.